Manufacturer narrative:
(B)(4). The device has been requested but has not been received. A follow up report will be submitted with the results of the investigation if the device is received.

Event description:
Received report that the IV set has flattened piece of tubing that is slowing down the IV flow. The flattened piece is located at the short adaptor piece between the manifold and the stopcock. The short adaptor piece will be returned as the rest of the set is still on the patient. There was no patient harm reported and no medical intervention was required.